Event description:
It was reported that a customer's pump had a cracked and shattered touchscreen, becoming unresponsive and illegible during a sporting activity. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, advising the customer to use multiple daily injections as a temporary backup for insulin delivery. The customer was guided to store the defective pump correctly and instructed to return it within 10 days using a pre-paid label to avoid charges. Moreover, the customer was informed about setting up the replacement pump and connecting it to their continuous glucose monitor.